Manufacturer narrative:
Results of investigation: vyaire medical was able to duplicate and confirm the reported issue.the exhalation flow transducer (pt802) failed.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator alarmed xdcr fault, high rate and low volume while on patient use. The patient was transferred to another ventilator. There was no patient harm associated with this reported event.